Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. As a result, customer¿s blood glucose (bg) level increased to "high" (a specific bg value was not reported) and the customer went to the emergency room (ER) to obtain insulin for a manual injection which resolved the issue; customer received no treatment while at the ER. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.